Event description:
During an initial implant procedure, decreased sensing was observed on the right ventricular (rv) lead. While attempting to reposition the rv lead, it was not possible to advance the stylet down the lead. The rv lead was explanted, and a new rv lead was implanted to resolve the issue. The patient is in stable condition.